Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient who was receiving clonidine (450 mcg/ml at 180 mcg/day), bupivacaine (8 mg/ml at 3.2 mg/day), and morphine (10 mg/ml at 4 mg/day) via an implantable infusion pump for cervical radiculopathy and spinal pain. It was reported that the patient had a motor stall. The patient did not recently have an MRI. The patient was in the intensive care unit (ICU) and intubated at the time of the report. Patient symptoms were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the cause of the motor stall was not determined. No actions or interventions had been taken at the time of the report. The motor stall had not been resolved at the time of the report. The pump was still implanted in the patient at the time of the report. If the device was explanted, it would be returned to the manufacturer. The patient was noted to be "a little on the heavier side." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep was called to read the pump post MRI. The patient was not alert and oriented and could not give any history on the pump. After reading the pump, it was discovered the pump was last interrogated on (B)(6) 2018, and motor stalls with recoveries occurred over the course of several months. The first motor stall was seen on (B)(6) 2018. Additionally, a low reservoir was seen on (B)(6) 2018 and an empty reservoir alarm was seen on (B)(6) 2018. It appeared the pump had not been in use since then. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. It was not known if the pump would be replaced and that information would not be made available. It was unknown if the issue was resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via the legal team reported the patient was injured as a result of a defective pump.